Event description:
A customer reported the test did not start when the test strip was inserted into their adc blood glucose meter after blood was applied. Customer reported using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Reporter alleged the customer received the results of 43 mg/dl and 128 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged that the customer received the results of 295 mg/dl and 287 mg/dl within 10 minutes of the 128 mg/dl result on the same system. Reporter also alleged that the customer received the result of 73 mg/dl within 10 minutes of the 287 mg/dl result on the same system. Reporter stated that the customer was given ½ unit of humalog with a smaller breakfast than normal about 1 hour and 22 minutes prior to the readings. Reporter stated the customer was displaying hypoglycemic symptoms at the time of the symptoms and he just ate lunch. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.